Event description:
It was reported that the ilet¿s touchscreen became unresponsive on the upper half of the display, allowing only unlocking and meal announcements from the lower portion, consistent with a screen malfunction and hardware failure of the display component; a replacement device was issued and the original is pending return. Symptoms included prolonged hyperglycemia with readings reported as ¿high¿ and glucose above 180 mg/dl for about 12 hours, without ketone testing, backup therapy, medical intervention, or acute complications. Outcomes included temporary interruption of intended therapy and need for device replacement. Investigation included customer interview, troubleshooting, and logistics review associated with replacement and inspection of the returned device. Investigation of this device revealed a probable display/touchscreen failure leading to impaired user interface interaction, consistent with prior reports of screen faults. It was concluded, based on previously established findings for similar reports, that the cause was a hardware display defect.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."